Manufacturer narrative:
One 8f angio-seal sts plus hemostasis sheath and carrier tube assembly were visually inspected. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. A 6.76" length of suture exited the sheath distal end; the suture distal end strands were uneven, consistent with a tension break. The black and clear heat shrunk tubing were present on the suture. No other visual anomalies were noted. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. According to the IFU, the safety and effectiveness of the angio-seal has not been established in patients with clinically significant peripheral vascular disease. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.

Event description:
It was reported that following a percutaneous peripheral intervention (ppi) of both common iliac arteries (cias) via right the femoral artery, an 8f angio-seal sts plus was selected for use. No pre-deployment angiogram was performed, but the punctured artery was reportedly at the right superficial femoral artery, which had moderate calcification and a lumen diameter of 6.0mm. There was also 25% luminal stenosis due to a lesion in the periphery of the puncture area. No unusual resistance was felt while inserting the procedure sheath and the angio-seal insertion sheath into the patient's artery. When the physician withdrew the device assembly from the patient, the suture broke. This occurred without any resistance, and the suture break was proximal to the anchor. The collagen and the anchor remained inside the body. Manual compression was applied for 20 minutes and hemostasis was achieved. The patient has had no symptoms and his right ankle-brachial index (abi) was 1.4 as of (B)(6). The echo findings indicate that the anchor might be located and attached to the interior wall of the puncture site. There is less risk of ischemic complication occurrence. The patient had an extended hospital stay and was being treated with antithrombotic medication. The patient is reported to be in stable condition with no change in the abi and no symptoms.